Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had lost (B)(6) and thinks the stimulator has shifted around. They have been battling extreme pain from it for a week or two. They have been having to take pain medicine for it. Patient mentioned on the handset it said password and call to reset the password. Also got a message "device not responding hit retry." Patient said they just want it taken out, it is too complex. It causes more problems than it is any good. Troubleshooting was performed. The patient was asked to put the communicator with the blue side against their skin, and they said they were told to put the white side against their skin. Patient has had not falls or accidents. Patient mentioned having a message that "battery needed to be renewed call clinician." The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with their doctor today and was asked to review the issues of pain, stimulator shifted around, and not being able to connect handset with stimulator. Additional information was then received from a healthcare professional (hcp). The hcp reported that the stimulator had not moved in the pocket, tilted, flipped, etc. They stated that the cause of the 'device not responding' was user error, discussed with the manufacturer representative. The 'battery needs to be renewed' message was not able to be clarified, but was noted to be an unknown user error, and the cause was not known. In order to resolve this issue, the device is planned to be removed on (B)(6) 2021 and then discarded.